Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged from 4.5cm to 31.5cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the pulmonary vein. A renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the catheter broke into two components. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter break occurred. The target lesion was located in the pulmonary vein. A renegade¿ hi-flo¿ kit was selected for use. During unpacking, it was noted that the catheter broke into two components. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.